Event description:
It was reported that during an arthroscopy, after the q-fix all suture anchor was inserted in the bone hole and pulling the suture, the suture broke and came out. The suture ball portion of the anchor remained implanted within the bone. The procedure was completed with five minutes of surgical delay using a smith and nephew back up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor has been deployed and was not returned. The cleat is fully extended from the handle. Two sutures were returned. One end on each suture is slightly frayed. A functional evaluation could not be performed since this is a single use device and the anchor has already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found certificate of analysis is required with each shipment. Suture diameter & knot pull suture strength must be verified. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or suture contact with sharp objects. No containment or corrective actions are recommended at this time.